Event description:
During a rotational atherectomy procedure of a 90%, calcified mid lad lesion, the wire fractured. The physician placed a 7 fr launcher ebu3.5 guide catheter was crossed the lesion with the floppy rtw. The physician was unable to cross the lesion with a 2.0mm burr. He then elected to exchange the 2.0 mm burr for a 1.5 mm burr. Upon removal of the 2.0 mm burr, it was noted that the tip of the wire had fractured. The fractured tip was retrieved from the lad. Angiography showed no problem in blood flow. The physician then exchanged for a rotawire extra support, and debulking of 12 times in total with 1.5 mm burr and 2.0 mm burr. Angiography showed the stenosis rate had been improved to 25% and the procedure was completed.